Event description:
It was reported that this left ventricular (lv) lead showed an abrupt increase in pacing impedances and the values as high, out of range at this time. Also, pacing thresholds are high, so loss of capture was also observed. A lead fracture was suspected as the possible cause of these observations, but no noise was observed. Furthermore, the patient reported shortness of breath. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed an abrupt increase in pacing impedances and the values as high, out of range at this time. Also, pacing thresholds are high, so loss of capture was also observed. A lead fracture was suspected as the possible cause of these observations, but no noise was observed. Furthermore, the patient reported shortness of breath (sob). According to the field representative, they attempted to reprogram the lead with the physician. They programmed the lead to off and the patient started medications for the sob. Furthermore, the patient will follow up to determine if a lead replacement is needed. The lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead showed an abrupt increase in pacing impedances and the values as high, out of range at this time. Also, pacing thresholds are high, so loss of capture was also observed. A lead fracture was suspected as the possible cause of these observations, but no noise was observed. Furthermore, the patient reported shortness of breath (sob). According to the field representative, they attempted to reprogram the lead with the physician. They programmed the lead to off and the patient started medications for the sob. Furthermore, the patient will follow up to determine if a lead replacement is needed. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.